Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was very tortuous and severely calcified located in the mid left anterior descending (lad). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The type of lesion treated was progressive disease. The procedure was successfully completed with a plain old balloon angioplasty. No patient injuries or complications were reported. Patient condition listed as "good". However, analysis revealed stent damage.

Manufacturer narrative:
Examination identified distal stent damage. The stent struts on row 1 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A visual and microscopic examination found that the hypotube had kinked approximately 28cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).